Event description:
Balloon burst.

Manufacturer narrative:
As reported by our affiliate, the following info was reported. A balloon burst in a pt during dilation of the iliac artery by hand injection. The pressure was unknown. The vessel was described as calcified. There were no adverse effects to the pt. The procedure was completed with another balloon catheter. The product was used in the pt and will be returned. The product is available for eval and testing. However, the product has not been returned as of this date. Add'l info will be submitted within 30 days upon receipt.